Manufacturer narrative:
Date of event is an unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that x-ray images taken on (B)(6) 2019, confirmed a varus of the femoral head. The patient originally underwent open reduction internal fixation (orif) to treat a femoral neck fracture with garden stage I on (B)(6) 2019 and was implanted with femoral neck system (fns). Rehabilitation under total weight bearing started shortly after the operation, and the patient had been doing rehabilitation without problems for a while. On (B)(6) 2019, the patient visited the hospital and reported pain. The surgeon suspects that the holding force of the fns implants against the affected site might not have been sufficient. Additionally, there is a possibility that the patient may have fallen. Removal of the fns implants and revision to replace an artificial bone head will be performed but has not yet been scheduled. The patient is currently in the hospital, having difficulty walking. This report is for a 5.0mm titanium (ti) locking screw 40mm. This is report 4 of 4 for (B)(4).